Event description:
End-user's daughter states that the end-user constantly slips down in mattress as soon as she sits him up. End-user has some skin breakdown on buttocks, both sides. The mattress end-user may need to contact the mattress dealer. All mattresses made and shipped from the manufacturer's location are manufactured to customers' specifications, quality inspected and in good condition when shipped out.